Event description:
On 12/6/1991, the subject hip stem was equipped with the subject ceramic head and implanted into the patient's left hip. On 11/3/1996, the patient had surgery. At surgery, the ceramic head was found to be fractured and the ceramic head and acetabular liner were replaced.